Manufacturer narrative:
Sample was collected in a plastic bd tube. The instrument is performing within qc specifications. Controls were run before and after the incident and recovered within specifications. Service was not dispatched for this event. The root cause of this issue is unknown at this time.

Event description:
A customer contacted beckman coulter inc (bci) stating that the coulter lh 500 instrument generated printouts did not match the laboratory information system (lis) printouts for eosinophils parameter count (eo#) for one patient's sample. No printouts of results were available to the customer. The results were reported out of the laboratory. The result had been questioned by the ER physician. No treatment was given or withheld due to erroneous results and a corrected report was issued. There was no death, serious injury, or change to patient treatment in this event.